Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's reservoirs had plungers with high pressure. These lead to no delivery alarms on customer's insulin pump. Customer had three reservoirs with the same problem. Customer's blood glucose was normal, but not specified. Nothing further reported.